Manufacturer narrative:
Concomitant medical products: w1tr01 crtp, implanted: (B)(6) 2018; 4965-25 lead, implanted: (B)(6) 2007; 4968-25 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion. It was also noted that the epicardial left ventricular (lv), right atrial (ra) and right ventricular (rv) leads had a history of low impedance. The ra and rv leads also exhibited high thresholds. The device was explanted and replaced. The leads remain in use. No patient complications have been reported as a result of this event.